Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report #: 1627487-2018-03486, reference MFR. Report #: 1627487-2018-03487, reference MFR. Report #: 1627487-2018-03488. It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on the right l4 vertebral level lead, and x-rays revealed lead migration of the right s1 vertebral level lead. Reprogramming attempts have been unsuccessful on the right side, but patient does continue to have effective therapy on the left side. As a result, the patient may be awaiting surgical intervention. All of the patient's leads are being reported because the patient has bilateral leads implanted at vertebral level l4 and s1.

Manufacturer narrative:
Corrected data: device was not explanted; device was not returned to manufacturer; : device was not analyzed as it remains implanted in the patient.

Event description:
Device 4 of 4. Reference MFR. Report #: 1627487-2018-03486, reference MFR. Report #: 1627487-2018-03487, reference MFR. Report #: 1627487-2018-03488.

Event description:
Device 4 of 4. Reference MFR. Report #: 1627487-2018-03486, reference MFR. Report #: 1627487-2018-03487, reference MFR. Report #: 1627487-2018-03488. Follow up information identified on 10 april 2018, the physician explanted one lead at the s1 level, as well as both leads at the l4 level. One new lead was implanted at the s1 level. Postoperatively, effective therapy was restored.